Event description:
It was reported to medtronic neurosurgery that this device was used to replace a device of the same type which was found to leak at the 3 way connector, and that it was also found to leak at the same location. The report states that the device will be returned to the MFR for analysis. No adverse impact or injury to the patient was reported.

Manufacturer narrative:
The device has been returned, however, the eval is not yet complete. A review of the mfg records showed no anomalies.